Manufacturer narrative:
Additional/updated information was added to reflect the charger and display being returned to the manufacturer for evaluation. Charger - per the initial evaluation, the charger was not connecting to the batteries (no output). An expanded evaluation was performed. Per the expanded evaluation report, the charger had ac power but no dc output; therefore functional testing could not be done, and the complaint of the charger smoking could not be confirmed. However, capacitor failure (bulging and residue) was observed on the pcb and residue was on the case above the capacitors. Display - the complaint of the display intermittently not functioning could not be confirmed. Per the initial evaluation, the display passed the bench test. An expanded evaluation was performed. The expanded evaluation report confirmed that the display passed all functional testing. However, the fault log had error code e32 (joystick timeout displays and the wheelchair does not drive), which is likely caused by the joystick or input device being disconnected, and e200 (controller not connected), which is likely caused when the input device does not recognize the controller. Therefore, the underlying cause of the complaint issue could have been caused by some other wheelchair component.

Event description:
Charger was smoking, display is intermittently not going to reverse or other functions since the charger began smoking.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Charger was smoking, display is intermittently not going to reverse or other functions since the charger began smoking.